Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6 and h1. Review of the most recent repair record determined the device was not cutting properly. The cutter and side plate were replaced to resolve the reported issue. Device history record (DHR) review was unable to be performed as the lot number is unknown. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan.

Event description:
It was reported that during surgery, the unit did not proper mesh. The taken graft was damaged but no additional graft was taken. There was no patient impact or delay. Another product was used to complete the surgery. Due diligence is complete.